Manufacturer narrative:
Per the user facility's perfusionist, he rebooted the system and the information box displayed as expected during the shutdown process.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the text in the display box on the central control monitor (ccm) during shutdown failed to display. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Per the user facility's perfusionist, after rebooting the system and shutting it down following procedure the issue resolved. There have been no further incidents. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.